Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr, ous 2.5 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first strut on the proximal end of stent lifted and pulled in a distal direction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately calcified coronary artery. A 2.50x32mm promus element" plus drug-eluting stent was advanced but failed to cross the lesion despite few repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.